Event description:
The following has been reported by customer: not detecting when infusion line is placed in the machine "description of event when fk was first made aware (1/21/2026) did not contain information to assess as reportable; only after tech service had been completed was it confirmed to be a reportable issue (defective air sensor) (B)(6) 2026". Complaint was first received but with info that was not assessed as reportable - (B)(6) 2026. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.